Manufacturer narrative:
Although a preliminary analysis has been conducted by the manufacturer, the final results of investigation will be presented in a supplemental report.

Event description:
It was reported that during a hip procedure the motor drive unit was not working. The procedure was completed with a backup device and no delay was reported. The patient was not harmed. A preliminary assessment conducted by the manufacturer has concluded that the hand piece stalled, which is a reportable event.

Event description:
It was reported that during a hip procedure the motor drive unit was not working. The procedure was completed with a backup device and no delay was reported. Results of investigation have concluded that the hand piece stalled and this could lead to the physician to provide an alternative treatment plan. This alternative treatment is considered medical or surgical intervention to preclude permanent damage to a body structure or body function and this is a reportable event.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed a missing red dot on the connector. A functional evaluation revealed the blade stalled and the motor was not running. The complaint was confirmed and the root cause has been associated with a mechanical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or one or more of the motor phases shorting out.